Manufacturer narrative:
Results of investigation: vyaire received the device for evaluation. Visually inspected valve, found no anomalies. Installed part on to a known good lap top ventilator assembly. Service technician was able to confirm the fraction of inspired oxygen reported problem. Found sealing gasket to be out of specification creating a leak between turbine and flow valve affecting oxygen concentration. Flow valve assembly has been removed and disposed of. Vyaire medical will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available.

Manufacturer narrative:
Vyaire medical file identification: (B)(4). Any additional information received from the customer will be included in a follow-up report. The suspect device was returned and evaluation is anticipated but not yet begun. Once a final investigation is complete, a follow-up report will be submitted.

Event description:
The customer reported tidal volume delivered exceeding high limit and does not increase oxygen concentration to 100% on the lap top ventilator 1200. At this time, there is no information regarding patient involvement associated with the reported event.